Event description:
It was reported the subject device presented no image and only vertical colored stripes appear on the screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage on video connector socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a damage video connector socket, the video connector cannot be connected firmly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.